Event description:
It was reported that during the implant, the lead experienced resistance when crossing the cardiac valve. A new lead was implanted with success. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.